Event description:
Boston scientific received information that this latitude system had detected a red alert due to shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for a follow up visit but did not show up for his appointment. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A subsequent procedure was performed and the associated device was removed from service and replaced. This lead remains in service. No device or lead anomalies were identified during the procedure. A boston scientific sales representative stated that the device had previously been programmed distal coil to can which exhibited normal impedance measurements after the first out of range measurement was noted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.